Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. The unit returned has distal end damaged. The wire has the distal tip ptfe detached. Also it is twisted and coiled. (The other distal tip section was not returned) it is exposing the core wire. The outer diameter (od) middle of the device and proximal section were measured and are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the popliteal artery. A 300cm v-14¿ controlwire® guide wire was advanced to the lesion. However, during procedure, it was noted that the tip of the wire sheared off in the popliteal artery. Eventually, the physician was able to retrieve the detached tip from the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the popliteal artery. A 300cm v-14 controlwire guide wire was advanced to the lesion. However, during procedure, it was noted that the tip of the wire sheared off in the popliteal artery. Eventually, the physician was able to retrieve the detached tip from the patient's body. No patient complications were reported.